Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: valve failure with rapid expression of saline, deflation.

Event description:
Healthcare professional reported "valve failure with rapid expression of saline". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - deflation: observed delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required additional, changed, and/or corrected data: b5; b6; d9; h3; h4; h6.

Event description:
Healthcare professional reported right side "valve failure with rapid expression of saline" and valve delaminated from shell. Device was explanted.